Manufacturer narrative:
Additional information: b1, b2, b5, h1 and h6

Event description:
New information received notes that both the right atrial and right ventricular lead exhibited over-sensed noise which resulted in pacing inhibition. Both leads were noted to have low pacing impedance and variation in sensed amplitudes. The patient was scheduled for revision and the leads were capped and replaced on (B)(6) 2024. The patient was stable before, during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-08497. It was reported that the patient presented for generator change with noise exhibited by the right ventricular lead. During the procedure it was noted that the right atrial lead had been previously repaired with a lead repair kit for an unknown reason. The adhesive from the repair kit caused both leads to become stuck together, resulting in noise. The leads were separated. Upon inspection it was noted that insulation anomalies were present on both leads. An additional repair kit used. The patient was stable following the procedure.